Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient presented with aphasia and left sided paralysis. Initial computed tomography angiography (cta) demonstrated basilar tip thrombus with extension into the b1. Following multiple mechanical thrombectomy attempts, the stent was placed from the basilar artery into the posterior cerebral artery to restore flow into both posterior cerebral arteries. Aspirin was loaded prior to stent placement. Thrombus formation was noted in the proximal to mid portion of the stent so the patient was given a half loading dose of integrellin. At the conclusion of the procedure, there was tici2b recanalization of the posterior circulation.

Event description:
It was reported that the patient presented with aphasia and left sided paralysis. Initial computed tomography angiography (cta) demonstrated basilar tip thrombus with extension into the b1. Following multiple mechanical thrombectomy attempts, the stent was placed from the basilar artery into the posterior cerebral artery to restore flow into both posterior cerebral arteries. Aspirin was loaded prior to stent placement. Thrombus formation was noted in the proximal to mid portion of the stent, so the patient was given a half loading dose of integrellin. At the conclusion of the procedure, there was tici2b recanalization of the posterior circulation.

Manufacturer narrative:
Lot number - two lot numbers were reported: 15658038 and 15658031. It is unknown which is the lot number of the subject device. The subject device remains implanted.